Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k061118.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective capacitor and a low/ dead battery. The test strips involved with this complaint has also been returned; however, testing was not performed since the product was expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The patient contacted lfs on (B)(6) 2011 alleging that his one touch ultraeasy meter would not power on. The patient mentioned that the alleged issue began on the night of (B)(6) 2011. Due to the alleged issue he was unable to test his blood glucose and took his usual dosage of metformin 2,000mg a day. Approximately a week after the alleged issue he developed symptoms of feeling thirsty sweaty and dizzy. Due to the alleged issue the patient went and visited his physician and was not treated. It is unknown what the patient's blood glucose reading as at the physician's office or how long the symptoms lasted. Patient also noted that they had been obtaining inaccurate readings on the meter and then the meter would not power on. No information was provided by the patient on what kind of inaccuracy readings they had obtained on when they obtained the inaccurate readings. This is not the first time the product was being used. The meter did not power on by pressing the power button. The batteries did not need to be replaced. The patient was using the correct test strips it was noted the patient was using expired test strips. Using expired test strips may lead to false blood glucose readings. The alleged issue was not resolved over the phone. The product was replaced and requested back. The complaint is being reported since the patient alleged that due to the meter not powering on, he was unable to test and later developed symptoms suggestive of a serious injury based on lfs definition.